Event description:
End-user reported her skin stripped and skin presents as a non-open red area under entire mass. End-user reports that she has used the product for twelve (12) years, and the issue occurred one (1) week ago.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user reports that she removes appliance and then cleanses skin with toilet paper. Then applies pouch. Skin care techniques were reviewed with end-user. Medical and regulatory comments have been reviewed, and a investigation was conducted on 11/27/2013 by evaluating and assessing the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/or health care provider is consistent with the conditions that ostomy patients experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No additional information is expected.